Event description:
Ous MDR - it was reported that intermittent artifacts showed up in the rv sensing channel about 33 months after the implantation. A revision was performed and this device was returned. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the shipped state, the two leads (this one and one not approved in the us, ide lead) were tightly connected to each other at the lead fixation sleeve with a ligature thread. The leads were separated and thoroughly analyzed. The analysis showed multiple signs of abrasion on the linox. In particular in the distal segment of the lead, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the artifacts in the rv channel mentioned in the complaint. The characteristics of the damage manifestation speak for massive mechanical stress on the lead in the implanted state. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. During the analysis, constrictions in the area of the ligature were found on both lead bodies. There were no indications of material defects or manufacturing errors.